Event description:
It was reported that bd - leakage. Blood leakage. Occurs when removing the steel needle from an indwelling catheter, increasing the risk of bloodstream infections.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.